Manufacturer narrative:
No product has been returned for investigation nor were x-ray films provided to confirm the alleged event. No root cause can be identified at this time. Labeling review: "patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)."

Event description:
Patient underwent a spinal procedure on (B)(6) 2020. A removal procedure was performed on (B)(6) 2020, as bone fusion had been completed. An x-ray taken prior to the removal procedure revealed that a set screw had come off. The removal procedure was performed with no reported problems.